Event description:
It was reported by service report that the head end jack could not be raised and the fowler could not be lowered all of the way. No patient involvement or adverse consequences are reported.